Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 419378, lead, implanted: (B)(6) 2007; sx45-jbp, biotronik lead, implanted: (B)(6) 1998. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Ventricular lead impedance rises from an approximate baseline of 300 ohms to greater than 4000 ohms the week ending 2014-(B)(6).

Event description:
It was reported that the right ventricular (rv) lead had high threshold and high impedance measurements. The lead programming was changed. The rv lead was replaced, and an apparent lead fracture discovered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.